Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt rec'd an ipg battery low warning. The pt allegedly still has stimulation. The pt plans to discuss the next course of action with her physician. No further info is available at this time.